Manufacturer narrative:
Investigation results were submitted in error in the previous report. Based on new information received only patient left eye has been involved in the reported issue. This complaint to be cancelled and all the information and documents moved to another complaint which was created for patient left eye. The manufacturer internal reference number is: (B)(4).

Event description:
Based on new information received only patient left eye has been involved in the reported issue. This complaint to be cancelled and all the information and documents moved to another complaint which was created for patient left eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A representative from the facility reported that a flap was created, but the corneal area was to too thin, causing half of the flap to lift. Complications included a torn or damaged flap. The surgeon discussed with the patient the option of undergoing photorefractive keratectomy procedure at a later time. There are two related reports for this patient. This report addresses the right eye of patient zd, and another report will be filed by the manufacturer for the fellow eye.